Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 2.75 x 15mm resolute onyx drug eluting stent was implanted in a 4.5mmx 15-18mm mildly calcified lesion in the mid lad. Tortuosity was mild. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was not inspected. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously-deployed stent. No resistance was encountered when advancing the device, and excessive force was not used during delivery. It was reported that approximately 30 days post implant, the patient presented with acute myocardial infarction (ami). The stent was completely thrombosed off, 100% blocked. The patient had been taken off dapt (plavix) for prostate seeding. Ivus was used. It was noted that the 2.75mm stent was undersized for the vessel. The stent was then post-dilated with a 4.0 x 12mm nc euphora balloon catheter. Patient status is alive with no injury.

Manufacturer narrative:
Image review: three procedural images were provided for evaluation. The images capture two guidewires in an unknown lesion. What appears to be a balloon device is captured on one of the guidewires. The reported thrombus or complaint stent was not captured in the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.